Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. The returned lal+ (sn (B)(6) was examined and there were no unusual findings. Manufacturer reference #: (B)(4).

Event description:
The site reported to rxsight that during primary cataract surgery a haptic disinserted from the optic body when delivering the light adjustable lens+ (lal+, sn (B)(6), 16.5d). The damaged lal+ was removed and replaced with another lal+. Post-operatively, a peaked pupil was noted due to iris capture of the second lal+, necessitating its repositioning in a secondary procedure. Rxsight's first awareness of this event was on 04/24/2024.